Manufacturer narrative:
The reported oad was received at csi for analysis. The driveshaft was fractured at the distal edge of the crown. No additional damage was observed on the oad. Scanning electron microscopy analysis identified fatigue striations at the site of the driveshaft fracture. It was hypothesized that this driveshaft underwent extreme flexing near the crown due to spinning in excessive tortuosity or resistance that pushed the driveshaft into a tight bend shape. The device data log indicated the device was possibly stuck, followed by a 9 second spin. It is possible that an attempt was made to spin out of the stuck condition in the reportedly tight bend. This could have fatigued the driveshaft, ultimately resulting in a fracture. However, this was not able to be conclusively confirmed, and the root cause of the fracture was unable to be undetermined. A guide wire was passed through the oad with no issue, and the oad functioned as intended. At the conclusion of the device analysis, the reported fracture event was confirmed. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID# (B)(4).

Manufacturer narrative:
Analysis of the reported device is in progress. A supplemental report will be submitted when the device analysis is completed. Csi ID# (B)(4).

Event description:
A diamondback peripheral orbital atherectomy device (oad) was selected for treatment via femoral access. During an attempt to advance the oad to the lesion, the oad became stuck inside of the sheath at the aortic bifurcation. The oad was pulled back, and it was observed that the oad driveshaft had fractured distal to the crown. The fractured segment was removed with no additional patient complications reported.